Event description:
It was reported that the patient is experiencing deflation issues with his inflatable penile prosthesis (ipp). He was guided by the patient services specialist to perform troubleshooting steps but were not successful. The patient stated that he does hold the button and squeezes his shaft but cannot get the bulb to depress at all as it is too hard. In addition, he indicated that he is in pain and discomfort. Patient services specialist strongly recommended him to see a physician. No additional information was reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The specific event date was not available, therefore the date (B)(6)2023 was used as estimate.